Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 7.1 cm in diameter abdominal aortic aneurysm. It was reported that the stent graft had a kinked contralateral gate due to aaa angles. Angle was 60 degrees, but more t han 4 cm down from neck. The patient was converted to aui with femoral bypass and case completed with type 1a endoleak. A cuff was implanted to treat the type I endoleak and the endoleak resolved. The patient showed symptoms of paraplegia post op. MRI suggest spinal cord infarct at t12. The patient is paralyzed below the waist. The cause of the endoleak was incomplete seal with aui conversion. No additional clinical sequelae were reported. The patient is being treated with comfort care.

Manufacturer narrative:
(B)(4).